Event description:
It was reported that a malfunction alarm occurred with a specific malfunction code while the caller was at work without a charging pad. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller with resetting the pump.